Event description:
It was reported that while weaning a patient after successfully impella cp support, the patient used a table knife to cut thru the purge side arm. Purge bypass was performed by perfusionist but was not successful. No pressure could be built up from the automated impella controller. Weaning was successful and the pump was explanted. The patient survived.

Manufacturer narrative:
The impella pump was discarded by the customer and therefore, ¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. Impella cp was returned for evaluation. Upon visual inspection, no purge sidearm was returned for evaluation and purge line was cut at red handle. No other abnormalities were noted. Clinical details noted that the patient tried to cut through the purge sidearm with a table knife. A purge bypass was attempted but was not successful and pump was continued to be weaned then explanted. The root cause of the purge leak - pump was most likely due to a damaged sidearm based on clinical details however the exact location of the leak could not be determined as the purge sidearm was not returned with the pump.